Event description:
Reporter stated she had rec'd the er1 message, restarted her meter, and then retested with a new teststrip. Reporter also stated that at the time of her last blood glucose test she rec'd a reading of 348 mg/dl. Reporter does not compare confirmation dot to the color chart.